Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc device failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specification. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation, the returned device failed the homechoice return instrument test/evaluation (rite) functional test during fill 1-2 and drain 1-2. The device passed the homechoice rite electrical safety analyzer test. No problems were found during the internal and external inspections. The device failed manual volumetric accuracy test when the original door piston foam was used. The device passed manual volumetric accuracy test when the test door piston foam was installed. The device passed specifications during manual temperature test. During an inspection of the door assembly, a deteriorated door piston foam and a cracked door piston were found. The cause for the issue was determined to be deteriorated door piston foam and a cracked door piston. It was recommended to replace the door piston foam (two) and door piston. The device was going to be sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.